Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that actions/interventions taken to resolve the urinary retention was turning off the device for 24 hours, then restarted it, and now doing fine. The cause of the urinary retention was reported to be urinary post-op changes. The urinary retention was reported to have been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that they have the urgency to urinate, but "nothing comes out." The patient was set at 1.0 on program 3 and had been implanted on the day of the call. The patient was advised to follow-up with their healthcare provider regarding their urinary retention. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. No device malfunctions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.